Event description:
It was reported that the user was attempting to pair the ilet with an old dexcom g7 continuous glucose monitor (cgm) sensor, leading to an incorrect pairing and connection issue, and the user was guided to enter a new pairing code and restart the sensor. No alerts or alarms were present and no clinical symptoms were reported. Outcomes included successful troubleshooting and education with restoration of intended operation and no health impact. User support included remote guidance to verify sensor type, re-enter the correct pairing code, and restart the sensor pairing process. Investigation of this case revealed that the device was attempting to connect to a previously used or wrong sensor, and re-pairing with the correct code resolved the pairing problem. It was concluded, based on previously established findings for similar reports, that the cause was user setup error corrected through standard troubleshooting.